Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non dehp extension set had no flow. The filter was occluded/tubing was defective; lipids did not prime through. This occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6. The device was available for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure testing under water was performed with no issues noted. Clear passage under water was performed and identified a blockage in the filter. The reported condition was verified. The cause of the condition was determined to be blockage due to excess solvent at the bonding interface between filter and tubing, resulting from improper solvent application during assembly. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.